Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on (B)(6), 2009. According to the complainant, approximately ten minutes into the procedure, the physician deflated the two prolieve catheter balloons in order to reposition the device. After reinserting the prolieve catheter, the anchoring balloon would not inflate and no alarms were noted. The procedure was completed successfully with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).